Event description:
The customer reported the sys had a generator error. The sys shuts down when this occurs. There is no report or injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery pack was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.